Event description:
According to summary by his physician, the pt was a very pleasant 36-yr-old male trucker who had a previous history of back problems and underwent a discectomy at l5-s1 left. Following failure of conservative care he was treated with discectomies at two levels and fusion with instrumentation. He did fairly well postoperatively until physical therapy when he began stressing his back. It is the dr's medical opinion that he has reached maximum medical improvement. He continues to experience pain, stiffness, and numbness with certain activities. He will continue to have these symptoms occurring from time to time with certain activities, emotional stress, changes in the weather, and overuse. It is the dr's medical opinion that his injuries are permanent. (*)